Event description:
Customer reportedly received results of 321 mg/dl and 140 mg/dl within 10 minutes on the compact plus system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the device was explanted after an implant duration of approximately 142.7 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Through follow-up with the health-care provider, additional information and a copy of the operative report were receved. It was learned that the device was explanted, due to mitral insufficiency.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.